Event description:
It was reported that the customer experienced a low blood glucose. Bg value not provided. Reportedly the customer was sleeping and went from a state of sleeping to unconscious. The customer's spouse woke the customer up and provided orange juice to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.